Manufacturer narrative:
The sample was not returned for eval. The reporter assumed the part number was (B)(4) and the lot number is unk. According to the reporter the details of the event are not available. Feeding tube placement is dependent on the clinician and pt not the tube itself.

Event description:
The customer reports the feeding tube perforated the chest cavity. The pt died however it is unclear if it is related to the incident. Due to an autopsy being performed the customer is not able to provide any further info.